Manufacturer narrative:
(B)(4)

Event description:
It was reported that during the implant procedure the left ventricular lead exhibited high capture thresholds and the patient experienced phrenic nerve stimulation. The lead was not used and a new lead was implanted successfully. There was no risk or consequences to the patient. The patient's condition was good before and post procedure.